Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative indicated that they had checked the impedances. They noted it is unknown if the patient's leads disconnected or broke, but the patient will have their leads revised.

Manufacturer narrative:
Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that they patient had stopped feeling stimulation when they got out of bed on (B)(6) 2016. This was a sudden change. The patient stated that they were afraid that a lead had become disconnected or was broken. The patient synced the patient programmer with the implantable neurostimulator (ins), verified the ins was on, set it on adaptive stimulation (as), and set the group h on 4.2v. The patient increased stimulation to 7.7v but was still not feeling any stimulation. The patient would be in illinois for another week but stated that they would call their health care professional (hcp). Additional information was reported by the manufacturer representative that impedance for electrodes 0-7 were >40,000 ohms. The patient increased stimulation to 7.5v but was not feeling stimulation. The manufacturer representative was not able to say what electrodes were used in programming since they were no longer with the patient at the time of the call. The manufacturer representative reported that the lead configuration was correct. It was reported that the patient had not fallen but had gone through airport security a couple of times within the last month. Following was being performed to determine the device information regarding the leads as it was reported by the representative that only 1 lead was implanted in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.